Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 24 x 2.25 promus premier select stent was advanced, but could not pass through the lesion properly. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. It was further reported that the 60% stenosed mildly tortuous and mildly calcified left anterior descending (lad) artery. During procedure, a multiple attempts made to position the stent at the lesion site.

Manufacturer narrative:
Device evaluated by MFR: a 24 x 2.25mm promus premier select stent delivery system was returned for analysis. A visual examination of the crimped stent identified no damage. The stent was securely crimped between both markerbands. The stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no tip damage. A visual and tactile examination of the hypotube shaft found multiple kinking along the hypotube. Visual, microscopic and tactile examinations of the distal extrusion identified no damage.

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 24 x 2.25 promus premier select stent was advanced, but could not pass through the lesion properly. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Event description:
It was reported that stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 24 x 2.25 promus premier select stent was advanced, but could not pass through the lesion properly. The device was positioned at the lesion site, but the stent failed to deploy. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure. It was further reported that the 60% stenosed mildly tortuous and mildly calcified left anterior descending (lad) artery. During procedure, a multiple attempts made to position the stent at the lesion site.